Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2020-17338. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "concerned to continue with natrelle devices due to biocell recall". Later healthcare professional reported "peri-implant fluid", "breasts with fibroglandular pattern", "simple cystic formations", "pain in the breast", "back pain, breasts", "solid nodules with benign ultrasound characteristics" and "accommodation folds ". Later healthcare professional reported "insomnia" considered not device related. This record is for the right side. Device was explanted.